Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a dexcom g7, with a capillary blood glucose of 191 mg/dl and the cgm sensor not connected due to a sensor failure; a new sensor was applied and a follow-up confirmed a decline to 177 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.